Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the (epg) had no pacing output from the ve ntricular connection. The epg passed all incoming functional testing. It was indicated that the output connector was broken, hanger assembly was broken, and the display wires were pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Notified date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no pacing output from the ventricular connection. The epg was returned for service. No patient complications have been reported as a result of this event.